Event description:
A report was received that the bsn representative confirmed a 10h0 error. An ipg replacement was recommended by bsn and the physician was informed.

Manufacturer narrative:
Information provided: z09602008, z09612008, correction to MFR report # 3006630150-2011-00226 for initial, follow up #1, 2, 3 mdrs. New MFR report # provided in the MFR report # field.